Event description:
Health professional reported an alleged port site infection with a lap-band device. After the device had been implanted, the pt experienced "pain upon swallowing, fever, chills, a lump at the port site, burning and pain." On one occasion the pt reported to the surgeon vomiting at night. Prior to the removal of the device, the pt experienced "oozing of clear to slightly brownish drainage." A culture was taken and results indicated a staph infection. The port was removed.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. An infection, inflammation/irritation, pain, vomiting, and fever and chills, are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection and vomiting as follows: "infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and ... Port site pain." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band sys is contraindicated in: ... Pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."